Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver restarted on its' own and data was no longer displayed on the screen. No additional event or patient information is available.